Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was in use for treatment. The cable in question was returned for analysis. The analysis revealed that the extension cable was within manufacturing specifications. Upon evaluation, the cables were returned with the red connector detached from the cable and the strain relief removed. The resistance through both cables was found to be within specification, however the resistance measurement for the red striped cable did not include the red connector. The manufacturer has made attempts to obtain the lot number, but has not been successful. The event will be re-evaluated if additional information becomes available. A corrective and preventive action has been opened to address this issue.

Event description:
It was reported that this adapter was connected to the external pulse generator and to a 5433v cable. The patient moved and the cable that was connected to the red shrouded pin detached. No details were provided as to actions taken to resolve the issue, this information was communicated by the medical equipment department of the hospital. It was indicated that the patient was alive, no injury.